Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer changed the infusion set and cartridge, after which insulin delivery was resumed. There was no need for third-party assistance.